Manufacturer narrative:
Log file analysis carried out by the manufacturer revealed that automatic ventilation was shut down by the supervisor software due to an issue with the auxiliary vacuum pressure that went out of the range for safe operation. The auxiliary vacuum pressure is required to keep the ventilator diaphragm in place during piston movement and to actuate the valves which control the ventilation cycles. With e.g. An occluded inlet filter the vacuum pump cannot build-up the necessary pressure level; automatic ventilation is not possible then and will be shut down; a corresponding alarm is being posted to alert the user. As confirmed for the particular event, manual ventilation with the built-in breathing bag remains possible and the monitoring functions stay unaffected. During follow-up with the user facility, it was revealed that there was a serious water damage in the or two weeks before. Due to a broken water pipe the entire room was flooded with some inches of water for the entire weekend until the damage was detected. All devices including the apollo remained in an environment with 100% rel. Humidity for >48 hours. Due to the intermittent nature of the error condition during the particular surgical procedure it is seen likely that operation of the sensor which monitors the auxiliary vacuum pressure was temporarily disturbed by excessive moisture that had entered the system. A detailed investigation was not considered necessary after the user facility's decision to scrap the device for safety reasons. Dräger finally concludes that the device responded as designed upon the underlying error condition that occurred as a consequence of exposure to environmental conditions outside the specified range.

Event description:
There was a vent fail reported during use; the user bagged the patient for about a minute and, ventilation resumed. No patient consequences resulted from that.